Event description:
A malfunction alarm was reported with the customer's pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. Despite assistance in loading a new cartridge, the issue persisted, resulting in the decision to replace the pump. The customer was instructed to switch to multiple daily injections as a backup therapy and to return the faulty pump with the provided pre-paid label.